Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture on the right ventricular (rv) lead. The patient experienced greater than 2 seconds of asystole. There was no episodes with noise stored, and the representative was unable to produce any noise. Boston scientific technical services (ts) discussed reprogramming options. It was noted that the patient had started a new medication, and ts discussed seeing if that medication can impact thresholds. The physician elected to increase the rv sensitivity and increase the left ventricular (lv) lead output. This crt-d system remains in service. No adverse patient effects were reported.